Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 250-350 mg/dl. Reportedly, multiple infusion set changes were performed to address the occlusion alarms.